Event description:
On (B)(6) 2011, company rep reported that the infusion device shut off without giving an a2 low battery alert or displaying the low battery icon. This happened twice. Pt was at home each time, and he replaced the battery immediately. F/u was completed with the pt. This first happened 1-2 months prior to report and again on (B)(6) 2011. The battery in use was of the approved type, and the battery setting on the infusion device was programmed correctly. The alarm history was verified and there were no a2 low battery alerts prior to the most recent e2 battery depleted error. Pt was advised to switch to his backup infusion device, and his primary infusion device was requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.